Manufacturer narrative:
The device has been received for evaluation; upon completion of baxter's investigation, a follow up medwatch will be submitted (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that would not infuse was confirmed and reproduced during product evaluation. The root cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition.

Event description:
The facility representative reported to baxter largo technical services one infusor pump in which the unit will not infuse. The reported condition occurred after delivery in the surgery unit. There was no patient involvement, injury, or medical intervention reported related to this device. No further information is available.